Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 57 mg/dl and food was consumed to raise the bg to 77 mg/dl. The customer's healthcare provider recently adjusted the basal pump setting as the bg level was high (value not provided). After adjusting the basal setting again with the hcp, the customer had no further low bg issues.